Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged while the physician removed the rv lead. The physician elected to surgically abandoned the lead and implant a new lead as replacement. No additional adverse patient effects were reported.